Manufacturer narrative:
The reported event of failure to sense was not confirmed by analysis. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device implant procedure on (B)(6) 2021. During the procedure, it was noted that the right atrial lead exhibited failure to sense. The lead was removed and replaced. The patient was stable.